Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise that was being oversensed. Technical services (ts) noted this appeared to be diaphragmatic sensing. A previous episode of noise was observed on the shock channel. Ts discussed troubleshooting options with the field representative. This ICD remains in service. No adverse patient effects were reported.